Event description:
It was reported that during a rhythm check, it was noted that the right atrial (ra) lead was undersensing p-waves during atrial arrhythmias. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the patient experienced palpitations.